Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was duplicated and attributed to a cracked capacitor on the main board. It is unknown how the capacitor became cracked, but external damage of the device housing suggests the device was handled agressively. The main board was replaced to resolve the report. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product ,and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.